Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that someone from the emergency department called and notified them. It was confirmed that the pump was empty. It was reported that the pump was refilled the next day and the pump was no longer alarming.

Event description:
Additional information was received that reported the pump was empty, the patient thought it should have been full because it was filled at the ER (emergency room) two weeks prior. However, it was only filled with 5ml so, two weeks later the pump was empty. The pump was refilled at the clinic the next week and the problem was resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the intrathecal pump alarmed for low reservoir on (B)(6) 2025 and subsequently alarmed for empty reservoir on (B)(6) 2025. The patient has a 40 ml pump. The pump was last filled on (B)(6) 2025 by a new provider and they wanted to confirm whether the pump had been filled to its full 40 ml capacity on that date. At the time of the report, technical services reviewed the information and performed dosing and volume calculations and based on the calculations it was being considered that the pump was not filled to 40 ml on (B)(6) 2025. It was being considered that instead the pump was filled with approximately 20 ml, which correlates with the timing of the low reservoir and empty reservoir alarms, and is consistent with expected pump behavior. The follow-up plan is to attempt a refill on (B)(6) 2025 and to provide the patient with oral medication in the interim. It was further reported that the patient had been experiencing increased falls, described as "falling down a little bit more often," but no additional symptoms were reported at the time of the call. No further issues were reported at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.